Event description:
It was later reported that the sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the lead exhibited oversensing. An insulation anomaly was suspected.

Manufacturer narrative:
Analysis found an insulation abrasions at 6 cm from the connector pin with the proximal coil exposed. Abrasion was also noted at 48 cm from the helix tip and the etfe cables were exposed in this area. The abrasions are consistent with that produced by friction to the ICD can.